Manufacturer narrative:
Evaluation of the returned pod8 pusher assembly revealed a fracture. If the device is forcefully mishandled at an extreme angle during advancement, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed that the pusher assembly had kinks throughout its length and the embolization coil was detached from the pusher assembly. The kinks in the pusher assembly were likely incidental to the complaint and may have occurred during packaging for return to penumbra. The detached embolization coil was likely a result of the pusher assembly fracture. The detached embolization coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the left gonadal vein using pod coils and a non-penumbra microcatheter. During the procedure, while loading the first pod coil into the microcatheter, the physician kinked the pod coil. Therefore, the pod coil was removed. The procedure was completed using a new pod coil, two pod packing coils, and the same microcatheter. There was no report of an adverse effect to the patient.